Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a 1 cm stone. However, the handle cannula broke while the stone was still inside the basket. The physician shook the basket to release the stone and the basket was removed. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown; however, it was reported that the patient was over 18 years of age. Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). (B)(4).

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over 18 years of age. Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h6: device code a0401 captures the reportable event handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached, and the side car rx was pushed back. Dimensional test verified that the measurements of the screws were within the allowed tolerances. The separation/detachment of the cannula handle could have been interpreted as if it was broken. The reported event handle cannula break was confirmed. Based on all available information, the investigation finding of handle cannula detached suggest that possibly an excess of manipulation and force could have been applied during the procedure and the technique used, or patient's anatomical conditions could have contributed to the reported event and also caused the side car rx to push back. Therefore, the most probable root cause for the investigation findings is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a 1 cm stone. However, the handle cannula broke while the stone was still inside the basket. The physician shook the basket to release the stone and the basket was removed. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.